Event description:
It was reported that the user received an occlusion alert while using an infusion set (inset) and the alert persisted until a supply change was performed; the user declined to change supplies at night and temporarily switched to backup therapy, with blood glucose reported as unaffected. Symptoms included no reported adverse clinical effects. Outcomes included the need for troubleshooting and education, temporary therapy interruption, and a supply change to resolve the occlusion. Investigation included device history review, complaint history review, and user troubleshooting. Investigation of this case revealed an occlusion that resolved after replacing disposable components, with no recurrence reported during the call. It was concluded that the event was consistent with an infusion set occlusion that was addressed by replacing the set, with no patient injury.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.